Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. Issue investigation ii 2026-000006 was initiated, and the root cause was determined to be user error. Engineer and clinical representatives reviewed the provided logs and images. Logs did not contain any useful information as they did not contain the dates of the reported event. Logs only cover dates 20-feb-2026 to 09-mar-2026. In review of the workflow for service logs dates (20-feb-2026 - 09-mar-2026) the following was observed - ¿ during this timeframe customer is registering patients but doesn't enter any "study types". ¿ customers use standby/resume sometimes 5-6 times before rebooting or power cycling system. ¿ multiple in and out of standby instances, with no studies being performed, throughout the day on 26-feb-2026. Similar activity on 27-feb-2026 in the morning. The innovation and technology (int) engineer confirmed that all these cases could directly impact the reported issue. It is recommended that the user power cycle the system at least once per day. Going in/out of standby mode more than 5-6 times per day could cause other issues such as system performance or lockup issues. No other issues were observed in the log files. No error messages were found. The clinical application engineer reviewed the images and confirmed that they do not show any issues with the machine/ software. The clinial applications engineer noted that the attached carotid and thyroid could be optimized to have the color fill in more the carotid artery; color gain can be adjusted along with changing the map for a more optimized image. The pelvic image shows the polyp within the endometrium; the image could be adjusted to see the myometrium/ endometrium by angling the transducer along with elongating the uterus. The abdominal images are sufficient and show normal blood flow within the hepatic veins. All images if performed by the same sonographer could make minor adjustments to them, but all have diagnostic value. The patient body habitus or cooperation during the exam is also a factor with image quality. Based on the information provided by the customer, the issue appears to be user related. The user selected settings for imaging were sub-optimal which resulted in poor image quality. This conclusion is supported by the customer¿s statement in the peak ticket (peak7795802) indicating that the issue was resolved locally after adjusting the image parameters. Reference# (B)(4)

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
During a trans-anal ultrasound examination with the acuson s2000, the customer reported poor image quality. The ultrasound doctor was not satisfied with the image quality during the examination process using the device. This caused the examination time to be longer. After the examination, the patient felt discomfort in the anus. The patient underwent two follow-up examinations at a different hospital in january. After comparing the reports of the three examinations before and after, it was found there was a significant diagnostic error, and the diagnosis of the examination with the s2000 was questionable. No other patients were affected and there was no injury reported.